Manufacturer narrative:
The customer reported complaint of "the thermogard console (sn (B)(4) produced a beeping tone and a blank display panel screen upon powering on" was confirmed during the functional testing. The root cause for the reported complaint was a defective display head likely as a result of normal wear and tear. The thermogard console is a reusable device and was manufactured in august 2013, and it is more than 9 years old, well beyond its expected serviceable life of 5 years. The display head was replaced in the field to remedy the reported issue. No physical damage was observed on the thermogard console during visual inspection. The event logs were reviewed and no errors were recorded. During initial functional testing, the console sounded an alarm upon powering on, however, the display remained blank, thus confirming the customer complaint. The reported issue could not be duplicated when the known good display head was connected to the console. Following the service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During the device set up for patient use, the thermogard console (sn (B)(4) produced a beeping tone and a blank display panel screen upon powering on. Per the reporter, the issue could not be resolved. No consequences or impact to the patient.